Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step of the load process. The customer continued to use the cartridge for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.